Event description:
The users reported that this device fails testing. There were two different assemblies indicated in the error logs, so this complaint was created for the second possble assembly failure. Later, it was reported to philips the therapy test failed after the previous repair.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed the therapy test. There was no patient involvement.